Event description:
Boston scientific received information that at the most recent device change out procedure, it was noted that the right atrial (ra) lead and right ventricular (rv) leads were reversed in the device header. Upon explant of the pacemaker the rv lead was difficult to remove, and considerable force was needed to remove it from the device. It was then noted that there was an insulation breach as well as bodily fluid seen in the lead lumen of the rv lead. As a result the lead was surgically abandoned. A new rv lead and the chronic ra lead were re-used in the newly implanted competitor device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.